Event description:
An ipp device was implanted on 5/15/89. The connectors were revised, date not indicated. On 1/20/97 a connector was removed from the pt, due to erosion of tubing at a connector between pump and reservoir, and replaced. No components were removed or replaced.